Event description:
It was reported that during a percutaneous valvuloplasty procedure, a coating issue occurred. This amplatz ss guide wire was selected and advanced to the lesion; however, the device appeared to be "rugged" at the distal end of the guide wire which remained stuck in the catheter. The user removed the guide wire and catheter with force as a single unit. It was further reported that the coating on the device was scraped along the entire body and the coil was slightly misaligned. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the coating was severely scraped (peeled along the entire body). The coiling slightly misaligned on some sections and the distal tip was slightly elongated. All outer diameter measurements were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous valvuloplasty procedure, a coating issue occurred. This amplatz ss guide wire was selected and advanced to the lesion; however, the device appeared to be "rugged" at the distal end of the guide wire which remained stuck in the catheter. The user removed the guide wire and catheter with force as a single unit. It was further reported that the coating on the device was scraped along the entire body and the coil was slightly misaligned. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is stable.